Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4) . Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Cool flow pump: model #: m-5491-01, serial #: (B)(4). (B)(4).

Event description:
During an atrial fibrillation (afib) procedure, it was reported the customer saw on their map that the catheter looked like it was outside of the shell of the heart. Ultrasound confirmed pericardial effusion. Pericardiocentesis was performed and 250 cc of fluid was removed. The patient was stable and under observation. Additional information received stated the patient required extended hospital stay. Patient was fully recovered from the adverse event. The physician did not consider the event¿s causality was due to any malfunction or bwi product(s). It was also confirmed there was no mapshift issue reported during this procedure.

Manufacturer narrative:
(B)(4) during an atrial fibrillation (afib) procedure, it was reported the customer saw on their map that the catheter looked like it was outside of the shell of the heart. Ultrasound confirmed pericardial effusion. Pericardiocentesis was performed and 250 cc of fluid was removed. The patient was stable and under observation. Additional information received stated the patient required extended hospital stay. Patient was fully recovered from the adverse event. The physician did not consider the event¿s causality was due to any malfunction or bwi product(s). It was also confirmed there was no mapshift issue reported during this procedure. The returned device was visually inspected upon receipt and it was found in normal conditions. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.